Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead exhibited one non-sustained ventricular tachycardia (vt) episode with intermittent t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.